Event description:
It was reported that during an un-specified procedure, the 2.75 x 28 mm xience prime stent delivery system (sds) became stuck on the guide wire twice while attempting to be loaded and removed from the guide wire. A new 2.5 x 28 mm xience prime sds was used to treat the lesion. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position and difficulty to remove could not be confirmed. Based on analysis of the returned device and chemical lab analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.